Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with monitor) has been confirmed.  Upon evaluation of the electrode belt, the trunk cable connector was clogged with glue and was unable to connect to a monitor.  The root cause for the damaged connector was physical abuse.  No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt does not communicate with a monitor.